Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery the single use k-wire 1,4 x 300 mm for shoulder osteosynthesis broke off intraoperatively on the (B)(6) 2024, which was then removed on (B)(6) 2024 through another surgical access. No further information was provided.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged of unknow part/batch number was received for evaluation. Functional testing was not conducted due to the device was received broken. Upon visual inspection, the device received measures an overall length of 2.04 and a diameter of ø 0.055. However, due to damage, it is not possible to ascertain whether this is a device from arthrex. This event is most likely caused by prying/levering the device against hard bone or other instrumentation during use.